Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot.

Event description:
It was reported that a pen ndl 32ga 4mm 14bag 700case jp broke at the cannula during use. The following was reported by the initial reporter: "obtained information is listed as follows: 1.the needle pe broke off during injection and remained in the stomach. 2.the patient felt a sense of discomfort when removing the needle from the injection site and noticed that there was something black on the skin. The patient attempted to pick it up with his/her finger but it went into the body. 3.the patient visited the outpatient department of a hospital and underwent an x-ray but the needle didn¿t show up on the x-ray images. 4.with no pain, the patient was told that he/she would be followed with no procedure given at this time moment. 5.the patient will visit his/her hospital on (B)(6) 2021."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a pen ndl 32ga 4mm 14bag 700case jp broke at the cannula during use. The following was reported by the initial reporter: "obtained information is listed as follows: the needle pe broke off during injection and remained in the stomach. The patient felt a sense of discomfort when removing the needle from the injection site and noticed that there was something black on the skin. The patient attempted to pick it up with his/her finger but it went into the body. The patient visited the outpatient department of a hospital and underwent an x-ray but the needle didn¿t show up on the x-ray images. With no pain, the patient was told that he/she would be followed with no procedure given at this time moment. The patient will visit his/her hospital on (B)(6) 2021."